Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device is in the possession of the police. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The device is in the possession of the police. The reporting facility and police determined no device investigation was needed and the device was placed back in use. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.